Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was broken with significant damage on the left side, though the touchscreen remained functional and therapy continued, the user reported hyperglycemia during the event. Symptoms included elevated blood glucose up to 350 mg/dl lasting approximately 4¿5 hours without ketone testing, medical intervention, or assistance. Outcomes included temporary high glucose with no reported injuries or hospitalization. Investigation included device history review and remote troubleshooting with user education. Investigation of this device revealed physical damage to the display assembly consistent with a cracked or broken screen while core pump functions operated, indicating a damaged external component rather than an internal control failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to manufacturing or design.